Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had power failure and offline in remote smart service. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 07-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had no power. A field service engineer found a faulty half height cubie drawer that prevented the station from powering up. Replaced the half height cubie bus module and the drawer controller board. Tested the system and confirmed the station powered up successfully and all drawers were accessible. The system functioned as intended after the field service engineer repaired the device.